Event description:
The report stated that after completing a twelve minute radio frequency ablation procedure, the doctor pulled the needle electrode out from a tumor a little and ablated it again. Approximately one or two minutes after starting the additional ablation, the patient complained of heat on her thigh where an electrode pad was attached. The doctor confirmed two 1cm size burns where the aluminum foil connection is located. The doctor changed the pad which caused the burn and completed the ablation procedure. This was identified as a second degree burn but no special treatment was performed. Patient is now ok.

Manufacturer narrative:
Date of initial report: 10/16/2007. The sample is currently being evaluated. When the investigation is complete, a follow-up report will be sent.